Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying a high blood glucose warning message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unknown time on (B)(6) 2017. The patient claimed obtaining a ¿hi¿ blood glucose warning message when attempting to test her blood glucose. The patient manages her diabetes with a combination of diabetes medications; however, she was unable to recall the type or doses and she advised that she continued to take her usual dose of medication based on a sliding scale, in response to the alleged issue. The patient reported that she developed symptoms of feeling ¿dizzy and sweaty¿ immediately after the alleged issue began. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the product was not being used for the first time and noted that there was no apparent misuse of the product. The csr walked the patient through resolving the issue; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have a different lot number to the carton. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.